Event description:
It was reported that the patient presented complaining of shortness of breath. It was determined that the patient exhibited cardiac decompensation due to slow ventricular tachycardia (vt). The vt zone was reprogrammed and the device remains in use. The patient isa participant in the optilink heart failure study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).